Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive and frozen on the home screen. Subsequently, it was reported that an unspecified malfunction alarm occurred. Customer's blood glucose level ranged from 224 mg/dl to 225 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Based on the analysis, the alleged unresponsive touchscreen issue could not be verified.